Manufacturer narrative:
A service engineer (se) inspected the device and replaced the breath delivery (bd) central processing unit (cpu) board. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator generated a system error and went into a safety valve open condition. The patient was transferred to another ventilator and they were not harmed or injured as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator while in use on a patient a system error was generated and went into safety valve open. The patient was not harmed or injured as a result of the event.